Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event it will be added and a supplemental report will be submitted accordingly. Referenced article: sick sinus syndrome and diffuse impairment of the conduction system in a child: successful pacing with a steroid eluting endocardial pacing lead. Pediatric cardiology. 1992. 13:44-47. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this pacing lead. The article reports a patient who experienced an acute pericarditis with moderate pericardial effusion, revealed by two-dimensional echocardiography, one month post implant. The right ventricular (rv) lead exhibited a slight increase in threshold and a partial sensing defect which were corrected by reprogramming. The pericardial effusion resolved after oral prednisone administration. The status/ disposition of the lead is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.